Manufacturer narrative:
Investigation summary: a single opened package with an integra syringe was received, confirmed to be from batch #8001586 (p/n 305269). The syringe did not appear to have been used with the plunger at breakout position. The barrel collar was observed to be cracked on one side with the crack extending from the edge up to 0.2ml position outside the scale markings.potential root cause for the cracked collar defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle the syringe was cracked at the luer lock.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle the syringe was cracked at the luer lock.